Manufacturer narrative:
This device has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific developed and released an additional software update for the accolade family designed to correct the unintended behaviors. This device exhibited the unintended behavior prior to receiving the additional software update. A risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
It was reported by the healthcare professional (hcp) that this pacemaker triggered an alert indicating that therapy and diagnostics were likely limited due to reduced battery capacity. Additionally, this device had reached the elective replacement indicator (eri), and device replacement was recommended. Technical services (ts) confirmed that the patient had recently undergone spine surgery and discussed unexpected magnet behavior related to the software maintenance release (smr). A request was made to have data from this device analyzed. Data analysis confirmed normal loaded battery voltage measurements and minimal battery consumption, strongly suggesting a false positive alert. The smr6 software update is expected to reenable radio frequency telemetry with a planned release within the same month, and the hcp will schedule an in clinic interrogation for the patient the following month. To date, this pacemaker remains in service. No adverse patient effects were reported.